Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. The right atrial (ra) lead exhibited high thresholds and the patient had lost atrial ventricular synchrony. Dislodgement was suspected and noticed on fluoroscopy and the ra lead was capped and replaced. No further patient complications have been reported as a result of this event.